Event description:
It was reported that the patient received inappropriate therapy due to noise. Externalized conductors were noted via fluoroscopy. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.